Manufacturer narrative:
(B)(6). The smart control, iliac 7 x 80 stent was removed from the pouch and the distal tip was frayed. The device was replaced with another smart control stent and the procedure was completed successfully. There was no reported patient injury. An ipsilateral approach was made from the superficial femoral artery to perform endoscopic third ventriculostomy (evt) procedure. The target lesion was the right femoral artery. The lesion was not calcified and not tortuous. The rate of stenosis was unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17452547 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip - smart/flexstent/smart control/precise) frayed/split/torn - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event during removal from the packaging as the condition of the packaging is not described. According to the instructions for use ¿do not use if the pouch is opened or damaged. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Do not use if the pouch is opened or damaged. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that the smart control, iliac 7x80 stent was removed from the pouch and the distal tip was frayed. The device was replaced with another smart control stent and the procedure was completed successfully. There was no reported patient injury. An ipsilateral approach was made from the superficial femoral artery to perform endoscopic third ventriculostomy (evt) procedure. The target lesion was the right femoral artery. The lesion was not calcified and not tortuous. The rate of stenosis was unknown. The product was not clinically used and will not be returned for analysis.